Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was involved in an underinfusion incident. According to the report, the flow rate was slow. The fill volume, volume infused, and infusion duration were not reported. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from may 5, 2015 to may 6, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection could not verify the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.